Event description:
Slcr55g dlu fired and cut only halfway. Knife blade was also exposed halfway down cartridge. Surgeon had to reopen pt to find and close leak with use of manual sutures but was unable to confirm the leak was associated with slcr55g. It is possible that competitive device could have directly caused or contributed to event.